Event description:
According to the available information, the complaint described in (B)(4) concerns a nurse calling on behalf of an end-user. The nurse explains how the end-user had catheterized himself at home with an sccm catheter where the first part of the catheter was stuck inside the urethra. The end-user had to get the catheter surgically removed (because he was unable to remove it himself) and was therefore hospitalized. There is no further information available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.